Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer observed a (B)(6) architect hiv ag/ab result generated on an architect i2000sr processing module. The customer performed a lookback on a donor because he recently tested (B)(6) for hiv and hbc on (B)(6) 2022. Sid (B)(6) collected on (B)(6) 2021, reserve samples were frozen. (B)(6) 2022 hiv result on architect i1000sr (i1sr02205) = (B)(6), repeat on (B)(6) 2022 = (B)(6). (B)(6) 2022 hiv result on architect i2000sr (isr05198) = (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of a retained kit with reagent lot 33155be00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review determined no trends for the likely cause lot or complaint issue. Device history record review did not identify any non-conformances or deviations with the likely cause lot. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the architect hiv ag/ab combo reagent lot 33155be00 was identified.corrected information in section h4 device mfg date.